Manufacturer narrative:
This MDR related to the puerto rico mfg site had been assigned a medwatch number from the medtronic minimed northridge site per variance 5. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose readings of 850 mg/dl. Customer started that they had a very bad heart burn prior to the hospitalization. Cause of the emergency room visit according to the health care provider was a heart attack and high blood glucose readings. Customer was treated with IV drips and will be having a surgery for the heart attack. Customer also mentioned a no delivery alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 122 mg/dl. No further info reported.